Event description:
The customer reported hemoglobin (hgb) daily check failures on the unicel dxh 800 cellular analysis system. The customer also reported that the instrument was generating incomplete hgb (dots). Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse found the hemoglobin (hgb) chamber was dirty or degraded. The fse replaced the hgb chamber assembly, which repaired the daily check failures and the vote outs. The repairs were verified per established procedures. (B)(4).